Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of a damaged insulin pump. The customer's blood glucose level was unknown. The customer stated that he had an accident with the pump and it flipped out of his hand and hit the concrete. The customer stated that the bottom of the pump broke off. The customer stated that the drive support cap fell off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.